Event description:
It was reported that customer stated they think sometimes their intermittent catheters from their surestep intermittent catheter trays do not fully drain properly because the bag seems to vapor lock. They mentioned they were not sure if it was their intl14 or intl16c and could be both.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer stated they think sometimes their intermittent catheters from their surestep intermittent catheter trays do not fully drain properly because the bag seems to vapor lock. They mentioned they were not sure if it was their intl14 or intl16c and could be both.